Event description:
It was reported that thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2022. The patient was discharged. The patient went to the emergency room (ER) and was admitted on (B)(6) 2026. During the follow up transesophageal echocardiography (tee) performed for trans ischemic attack (tia) symptoms, a non-mobile laminar device related thrombus (drt) was noted. The patient limbus looked longer than normal. The thrombus was biased toward the limbus but covering the whole face of the closure device mitral annulus to limbus. The patient was originally taking eliquis for oral anticoagulation (oac). The patient was switched to dual antiplatelet therapy (dapt) aspirin and plavix on (B)(6) 2022. Then the patient was switched to aspirin (asa) 81mg on (B)(6) 2022, following normal medication regimen protocol for suitable closure device. After discovering the drt, the patient has resumed oac for the time being. Discharge diagnosis was listed as cerebral vascular accident. There were no patient complications.